Manufacturer narrative:
H4: the lot was manufactured february 23, 2022 to february 24, 2022. H10: the actual device was received for evaluation with fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. There was no evidence of leak on or in any parts of the device and packaging. A functional leak test was performed and no evidence of leak was observed during or after fill. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a leak. This occurred before patient use. There was a few drops of fluid in the plastic bag surrounding the pump. There was no patient involvement. No additional information is available.